Manufacturer narrative:
(B)(4 ). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had poor technique.

Event description:
Customer complains of erratic results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-128mg/dl fasting. Verified test strips expire 08/31/2017. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 98mg/dl and 103mg/dl. Reviewed meter memory: (B)(6). Customer is concerned with back to back result of 213mg/dl and 70mg/dl on (B)(6) 2015. No adverse event reported.

Manufacturer narrative:
(B)(4). Accepted-followup 1. Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had poor technique. Correction of lot #: test strip lot # rs4630 added.

Event description:
Customer complains of erratic results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-128mg/dl fasting. Verified test strips expire 08/31/2017. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 98mg/dl and 103mg/dl. Reviewed meter memory: (B)(6). Customer is concerned with back to back result of 213mg/dl and 70mg/dl on (B)(6) 2015. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of erratic results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-128mg/dl fasting. Verified test strips expire 08/31/2017. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 98mg/dl and 103mg/dl. Reviewed meter memory: (B)(6). Customer is concerned with back to back result of 213mg/dl and 70mg/dl on (B)(6) 2015. No adverse event reported.